Event description:
It was reported that the customer miscalculated the amount of insulin for a bolus and blood glucose (bg) lowered to 50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.